Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) arrived on-site and found the anesthesia drawer functioning properly. All drawers and the anesthesia station were tested. Everything was fully functional with no issues found. The system functioned as intended when the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer had failed and required maintenance. The drawer was repeatedly getting jammed and was also failing. Attempts were made to recover the drawer; however, as soon as the drawer was recovered and opened, it became jammed again and failed immediately. The customer stated that the issue was impacting patient care. There were no adverse events or injuries reported based on this event.